Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the patient had an appointment scheduled with their surgeon.

Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was experiencing worsening of right hand tremor and impedances are higher than before ins replacement. The patient had control until recently when actually the better side started trembling a lot. The patient underwent a recent ins change and after that his impedances appear to be higher than before, which coincided with the worsening of his right hand tremor. Left ins: c+0 788, c+1 693, c+2 3501, c+3 1467 0+2=4465, 0+3+ 2231, 1+2= 3830, 1+3 1976, 2+3=8027 x-rays were ordered for the head and the chest. In the hcp's review of prior notes they did not see any documentation of electrode impedances and therapeutic impedances which were all within typical range. Patient's settings: [r] config: c+/1-, voltage: 3.2, pw: 60, freq.: 170, impedence: 717, current: 4.425 [l] config: 1+/3-, voltage: 4.0, pw: 60, freq.: 185, impedence: 1785, current: 2.301 it was reviewed to the hcp from the rep that they could possibly see something on the imaging that could better indicate where the issue is and there aren't a whole lot of options to bringing the patient back to the operating room. They could try and re-program on c-0 or c-1 since those have impedances that are in normal range or they could try increasing pulse width on the current programming to see if that will provide more coverage and better symptom control. If none of this reprogramming is successful, it was reviewed that they will likely have to consider going intra-op to perform impedance testing, ensure setscrews are tight, etc. No further complications were reported or anticipated with this event.